Event description:
Caller reported an alarm occurred due to an occlusion issue, resulting in blood glucose levels exceeding 500 mg/dl, with the cgm reading "high". The specific blood glucose value was unknown, but it was indicated to be "high." Customer took corrective action by administering a correction injection via multiple daily injections and resolved the issue by changing the infusion set and cartridge before resuming insulin. There was no assistance required from a third party, and the customer experienced similar issues in the past, taking the same corrective steps each time to resolve them.